Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and battery pack sn (B)(4) indicating that the charger was unable to charging a battery and the battery pack was unable to power up a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (will not charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to burned and shorted battery board. The root cause for the damaged board could not be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (unable to power a monitor) has been confirmed. Upon investigation, the battery pack was unable to power a monitor or charge. The cause for the failure was isolated to open an f1 fuse. The cause of the open fuse was excessive current. The root cause for excessive current was unable to be positively identified. No adverse event resulted from the defective battery charger/modem or defective battery pack. Device manufacturer date: charger sn (B)(4): (B)(6) 2014 - initial use. Battery sn (B)(4): (B)(6) 2014 - reuse.